Event description:
The customer reported the 9800 system intermittently displayed a charger failure error message when the unit was not being used. A reboot of the system did not fix the problem. No pt injury was reported.

Manufacturer narrative:
The service rep performed several checks including calibration tests and could not reproduce the problem. The system operates as intended.